Event description:
Phillips respironics had a recall on their c-pap machine and they said we should have a replacement by the end of the year 2022. That has not happened and they seem to give us the run around every time we call to check up. Called today(1-9-2023) and they said it should be here by the end of the month.